Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported a company representative stumbled on the power cable to the system and caused the system to turn off and not work during a cataract procedure. The system's cable was plugged back in and the system turned on. Additional details indicated this occurred at the end of the ultrasound phase of the procedure and the instruments were out of the patient's eye. There was no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The customer reported that the system shut down after a company representative stumbled on the system power cable during surgery. The customer plugged the cord back in and the system worked as intended. The system was manufactured on october 27, 2004. Based on quality assurance assessment, the product met specifications at the time of release. The operator's manual includes a warning: all cables connected to the system should be routed in a safe manner to avoid tripping. The root cause of the reported event can be attributed to user handling. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).